Manufacturer narrative:
A review of the complaint history for sn (b(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device would not power on. The field service engineer (fse) identified that half-height drawer 3.1 was the source of the issue, with low resistance observed on the 5-volt circuit of the drawer board. The field service engineer (fse) replaced the drawer board, which resolved the issue. The field service engineer (fse) then completed testing using the hardware test application (hta) and verified that inventory operations were functioning normally. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station had no power and screen went black. However, there were no delays or adverse events or injuries reported based on this event.